Event description:
It was reported that double beep with cassette; lens damage during testing was experienced. No patient injury.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional inspection was performed on the returned sample. Visual inspection confirmed that the physical condition of the sample was all intact as received. Functional testing performed included running the pump for 2 minutes, 30.19 seconds. The pump alarmed at 2 minutes, 30.39 seconds. A battery loss alarm test was conducted. Results: the customer reported problem was not duplicated for a double beep with cassette issue during the investigation. Fluid ingression was found on the downstream sensor which caused the double beep. The unit lens was damaged and the downstream sensor was determined to be defective. Root cause was determined to be customer originated. It is recommended that the downstream sensor and lens be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: cadd legacy plus, d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: no.